Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. A progressive decrease in right ventricular impedance has been observed. The lead was extracted and replaced by a new one. The explanted lead was discarded. Should additional information be received, this file will be updated.